Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited noise on the right ventricular (rv) channel, which was not reproducible. It was noted that the patient was not pacemaker dependant, so no pacing inhibition was noted. Additional episodes of noise were observed, which resulted in inappropriate atrial tachycardia response (atr) and anti tachycardia pacing (atp). The physician suspected the noise was due to a header issue. A revision procedure was performed. On visual inspection, it was noted that the lead was not completely seated in the header, but was still tightened in the header. The lead was re-inserted in the header, and no further episodes of noise were observed. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that additional episodes of noise were observed on the rv channel, resulting in the patient receiving a shock. It was noted that there were multiple episodes of ventricular fibrillation (vf) due to noise. The impedances were noted to be stable. The noise was able to be recreated with the 'seat-belt maneuver', as well as having the patient's arm straight out and to the side. The device sensitivity was reprogrammed, and this will be discussed further with the physician.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Additional information was provided that further episodes of noise have been observed, along with frequent inappropriate shocks. The rv lead impedance has decreased as well, thus it was questioned if the lead should be replaced. It was noted that another lead revision was planned, with considerations to replace the lead and device. Ts discussed a possible lead insulation issue affecting just the rate/sense portion, but that it was physician discretion whether to replace the entire lead or just drop a new rate/sense lead. To date, there have been no reported adverse patient effects related to this clinical observation.